Event description:
Carefusion received an unexpected return of an extension set. It was received with sets being returned for previously-recorded complaints of leaks at the connection of the extension set to an ICU medical primary set. There was no report of patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.